Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 900 mg/dl at the time of the incident. The customer was at 300 mg/dl when they woke up, checked after treating and they were at 540 mg/dl, and they were at 260 mg/dl at the time of the call. The customer used the pump, and was given intravenous fluids to treat. The customer experienced symptoms such as vomiting and body pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported 4 high events. The insulin pump will not be returned for analysis.